Event description:
The customer reported that there was no image and error code e315 (scope error) was displayed with the subject device. The issue occurred during maintenance. The intended unspecified procedure was completed using another similar device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not reproduce or confirm the customer¿s reported e315 error code. Service found the screen was partially dark due to a scratch on the charge coupled device (ccd) lens/objective lens. There was a crease (crack) at the ccd lens, the light guide lens was broken, and the light guide bundle was not in good condition. The scope cover unit demonstrated corrosion due to leakage. The gap in the up/down knob was out of specification due to wear of the angle wire. Angulation in the up direction was out of specification due to wear of the angle wire. The adjustment ring was worn, and the angulation tension was not working. The rubber adhesive was broken. The connecting tube protector was cut off, and switch #1 was worn. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Additional information obtained from investigation: receipt date of device was 13 september 2020. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user handling, from which water entered the inside of the scope connector, causing an abnormality in an electrical component, causing a temporary error message at the facility. Following the instructions for use (IFU) below will allow the user to properly detect the event: "inspection of the endoscopic image". By following the IFU below, users may be able to reduce/prevent the occurrence of such events: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.